Event description:
During a direct stent procedure, the catheter was pressurized and the balloon ruptured. The stent was deployed; however, a vessel dissection occurred. The dissection was resolved with a two minute inflation of a balloon catheter.